Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues. A non-complaint related non-conformance report for residue was found on a different part number in the tfna part family. It was deemed necessary to re-inspect all part numbers. Additionally a non-conformance report was found on raw material roundness, material was deemed acceptable for manufacturing use. A product development evaluation was completed: no device was returned. Since no x-rays have been provided it is not possible to know how far the head element had moved or to know the position of the blade in reference to the nail post-operation. As with most trauma implants the design of the device is intended to treat fractures and support the anatomic loading by the patient, but not designed to take the load when a patient incurs an injury as described in this complaint. When the patient fell it is likely the helical blade collapsed as designed and may have been stopped by the end of the groove on the side of the blade. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is for market preference evaluation 27 next generation trochanteric nailing system (tfna).

Event description:
It is reported patient was implanted with nail and blade on (B)(6) 2014 from the next generation trochanteric nailing system (tfna). Patient fell post-operatively, causing the blade to shift close to the femoral head. It is reported patient has very poor bone quality (soft). Patient was returned to the operating room on (B)(6) 2014 where the blade was removed and replaced with a lag screw. This is report 2 of 2 for (B)(4).